Manufacturer narrative:
B3 date of event: 02/01/2026 used as approximate date as actual date is unknown. E1 initial reporter phone: (B)(6)

Event description:
It was reported that the burr became stuck onto the guidewire and difficulty removal occurred. A 1.25mm was selected for use. During the procedure, it was noted that the burr stalled and could not be removed, as it felt like it was stuck on the guidewire rather than in the stenosis. The procedure was completed with a different device. There were no patient complications, and the patient fully recovered.

Event description:
It was reported that the burr became stuck onto the guidewire and difficulty removal occurred. A 1.25mm was selected for use. During the procedure, it was noted that the burr stalled and could not be removed, as it felt like it was stuck on the guidewire rather than in the stenosis. The procedure was completed with a different device. There were no patient complications, and the patient fully recovered.

Manufacturer narrative:
B3 date of event: 02/01/2026 used as approximate date as actual date is unknown. E1 initial reporter phone: (B)(6). With all the available information, boston scientific concludes: device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the event. Device technical analysis: the device was not returned to the complaint investigation site for analysis. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a risk review performed for the rotapro device confirmed that the events of device stall, device difficult/unable to withdraw, and stuck on wire are known events defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: as the reported events do not indicate any device damages or failures during unpackaging, preparation, or testing, it was considered likely that the reported events occurred due to factors encountered during the procedure. Therefore, based on a thorough review of the DHR and reported complaint, the most probable cause for this complaint was considered adverse event related to procedure.